Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.